Event description:
Literature: clark c, ngo t, comiter cv, anderson r, kennedy w. Sacral nerve stimulator revision due to somatic growth. The journal of urology. October 2011;186(4 suppl):1576-1580. Doi:10.1016/j.juro.2011.03.098 summary: the authors report on four pediatric patients who underwent sacral nerve modulation at an average age of 12.1 years. The authors describe their experience during the phenomenon of growth spurts associated with lead malfunction that necessitated revision between (B)(6) 2007 and (B)(6) 2010. All patients reported initial success; subsequently 3 patients required a total of 5 revisions due to lead malfunction with an average of 1.5 years between surgeries. In those requiring revision, the average somatic growth between revisions was 8.1 cm. Preoperatively interrogation confirmed high impedance (values not recorded), consistent with the lead as the cause of device malfunction, in all cases in which the lead was revised. Return of efficacy was reported after each revision; all patients had functioning nerve stimulators in place and continued to have a positive subjective response. To date, there have been no device infections or permanent explantation. Reportable event: the authors report on a (B)(6) female (patient 3) implanted with a sacral nerve stimulator for chronic pelvic pain/spasms and overactive bladder. At approximately (B)(6) of age, the patient presented with a repeat shocking sensation in the vagina and perineum with cramping down to the foot. The shocking sensation resolved when the device was deactivated. Impedance was normal and attempts to correct this problem with reprogramming were unsuccessful. Normal device function was restored with stimulator replacement. There was a lead revision after that.